Manufacturer narrative:
The customer complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. There have been no add'l complaints reported against the finish goods, lot, and the device history record (DHR) shows the product was released per specs. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause is unk; without a sample, it is not possible to isolate the root cause. (B)(4).

Event description:
A nurse reported that the drain bag leaked during a procedure. The case was completed without pt harm, but the staff was concerned about cleaning the leaked fluid as the pt had (B)(6). There was no harm to the staff members.